Event description:
It was reported that the clinical research associate, received a serious adverse event report on (B)(4) 2013 on the following event, "septic bursitis. Surgery: rinsing knee multiple times. Cultures are taken. Antibiotics." (B)(6) 2012 = surgery : rinsing knee; (B)(6) 2012 = discharged to home. In patient hospitalization. Incision and drainage; (B)(6) 2012 = surgery : rinsing knee; (B)(6) 2012 = discharged to home.

Manufacturer narrative:
The patient is 185 centimeters in height. An event regarding infection involving a scorpio insert was reported. The event was confirmed. Review of the provided medical records by a clinical consultant indicated, ¿there is no evidence that factors associated with the prosthetic components were involved in the pre-patella bursal infection described in this case.¿ device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot or sterile lot. The exact cause of the event could not be determined because pathology reports and operative reports were not provided. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control.

Event description:
It was reported that the clinical research associate, received a serious adverse event report on (B)(6), 2013 on the following event, "septic bursitis. Surgery: rinsing knee mutilple times. Cultures are taken. Antibiotics." (B)(6) 2012 = surgery : rinsing knee.(B)(6) 2012 = discharged to home. In patient hospitalization. Incision and drainage.(B)(6) 2012 = surgery : rinsing knee.(B)(6) 2012 = discharged to home.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat # 80-4411l, lot # mjrh95a, description: scorpio nrg cr femoral component left #11. Cat # 7115-0009, lot # mklory, description: series 7000 standard tibia. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): remains implanted.